Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after completing the endoscopic retrograde cholangiopancreatography (ercp) procedure, when the duodenoscope tjf-q290v was withdrawn from the patient, it was found that the subject device (the single-use distal cover maj-2315) had fallen into the patient's body. After that, the subject device was removed from the patient using another endoscope. It was also informed that there was no sharp part on the subject device and the intraperitoneal lavage had not been performed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device (the single use distal cover maj-2315) was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and confirmed that the rear end of the subject device was cracked and was not sufficiently fixed to the endoscope, and also found that there was no crack on the distal end side of the subject device. In addition, omsc performed testing using a device from lot# h1412 in an effort to reproduce that the device detached from the endoscope. The device did not detach as long as the device been correctly attached to the endoscope and having no damage. Based upon the investigation result, omsc surmised that the reported phenomenon (the subject device falling off) was attributed to the following causes: since the subject device had been damaged by the chemical attack due to the anti-fog agent adhering to the subject device, the subject device easily detached from the endoscope. Since the durability of the subject device was reduced due to the stress such as crushing the subject device applied to the subject device during storage, the subject device easily cracked even with the stress when the endoscope was attached. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation, a1, d10, g2, h5, and h6. A1, d10, g2, h5, h6: information added to these fields that was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. -visual confirmation results of the actual product the returned distal cover had cracks on the rear end side. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the visual confirmation results, the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -the anti-fogging agent adhered to the cover and was damaged by a chemical attack, making it easy to remove the cover from the scope. -the load that crushed the distal cover during storage reduced its durability and made it easier to break even with the load alone when the scope was attached. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.